Manufacturer narrative:
The patient was scheduled for follow-up at a later date. Records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a low out of range shock impedance measurement. No adverse patient effects were reported.